Event description:
It was reported that one of the threads, or wires, snapped inside the fenestrated bipolar forceps instrument during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following additional damages to the instrument: there were scratches on the surface of the distal pulley. One grip was bent, causing side-to-side misalignment of the grips. There was a .122 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the bent grips were likely due to mishandling/misuse. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable and/or the tube abrasions with material removed, found during failure analysis could likely cause or contribute to an adverse event if the failure mode were to recur.